Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: five (5) events were reported for this quarter. Product return status: five (5) devices were received for evaluation. Evaluation status: five (5) events were confirmed during testing. Five (5) devices were found to be affected by debris. Product disposition: five (5) devices were repaired and returned to the account. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 5 malfunction events in which the device safety was stuck in run mode, presenting a condition which can cause unintended activation. Five (5) events had no patient involvement; no patient impact.